Manufacturer narrative:
As additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the plum a+ device's air detection system failed to identify air in the patient line. This was detected by an attending clinician during scheduled therapy set-up. There was patient involvement; however, no harm to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
H10: device evaluation: the reported issue was not confirmed during testing. The device passed the performance verification test (pvt), a review of the devices alarm log and a visual inspection. Additional information received on 2-mar-2020 stated the device was not alarming until after six to 18 inches of air was seen in the distal line. The issue was reported to be associated with infusing ¿iron and chloride.¿ the medication being infused at the time of the event was reported to have been ferric carboxymaltose 750 ml sodium chloride 250ml infusing at 20 minutes rate for a total 750ml. Concomitant medical products: (B)(6)2020.